Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: during investigation, moisture was found in the battery compartment and under the display lens. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture on the display flex connector and on the continuous glucose monitoring board. The pump would not power on. Unrelated to the original complaint, the battery compartment was cracked from above the grip pad to the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.